Event description:
It was reported by the pt that she has been having elevated blood glucose levels, as high as 480 mg/dl, and ketone +++ since (B)(6) 2012. Her normal blood glucose range is 100-120 mg/dl. The pt spent the weekend trying to correct her elevated blood glucose levels with the infusion device with no success. On monday, (B)(6) 2012, she went to the doctor and the doctor programmed a bolus of 11 units of insulin, using the pt's infusion device, to lower the blood glucose levels. The doctor also made changes to the basal rates. The doctor stated that he thought the infusion device was the reason for the elevated blood glucose levels. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.